Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the type of the foreign material or root cause cannot be identified. The event can be prevented by following the instructions for use which state: IFU states that detection method in evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection. IFU states that preventive measure in evis exera ii tjf type q180v reprocessing chapter 5 reprocessing the endoscope (and related reprocessing accessories). The instruction manual evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the device evaluation found the following air/water cylinder has no color; suction cylinder has no color; forceps channel port is shaved; air/water cylinder has foreign objects; light guide cover glass has stain; due to wear of angle wire, the play of upwards/downwards knob is out of the standard value; due to wear of angle wire, the play of right/left knob is out of the standard value; due to wear of angle wire, bending angle in down direction does not meet the standard value; due to wear of angle wire, bending angle in right direction does not meet the standard value; due to wear of angle wire, bending angle in left direction does not meet the standard value; image guide protector has a scratch; air/water tube has foreign objects; distal end has corrosion; adhesive on bending section cover or distal sheath rubber has a crack; connecting tube has a wrinkle; due to annual inspection, parts must be replaced; adhesive around objective lens has discoloration; inside of light guide lens has foreign objects; and there is corrosion around forceps elevator. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the duodenvideoscope air/water tube, air/water cylinder and inside the lens guide had foreign matter. There were no reports of patient involvement.